Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not evaluated yet.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional cracked during use, and under impaction against the provisional handle.

Manufacturer narrative:
Visual inspection of the returned components found that the tibial articular surface provisional top was fractured in two major pieces along a line extending from the posterior notch on the left side to the right side of the patellar recess. The post of the tasp bottom was fractured at the base. The products also presented several cosmetic damages - nicks/gouges/dents/scratches. The reported issue is being/ has been investigated through corrective action and a device history record review is not required. These devices are used for treatment the instruments broke as the tasp handle was impacted. Per the surgical technique, gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. However, these particular devices are listed in the aggregate tasp scope list associated with the corrective action. These devices were manufactured before the design modification and item # 42527000505 was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause is considered to be a previously addressed design issue.